Manufacturer narrative:
Device evaluation: the intraocular lens (iol) serial # (B)(4) was returned to the manufacturer. Visual investigation was performed for the intraocular lens (iol) serial # (B)(4). Residues of hardened viscoelastic were observed dispersed at various parts of the cartridge. No manufacturing assembly error was identified in the pcb00v device. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00v device). Approximately one half of the lens was received. The portion of the lens received had a haptic attached. The haptic did not have visible damages. The detached haptic was not returned along with the missing portion of the lens. No manufacturing assembly error was identified in the pcb00v. The defects observed are related to the lens removal and there is no indication that the failure was caused by the manufacturing process. The intraocular lens (iol) serial # (B)(4) was returned to the manufacturer. Visual investigation was performed for the intraocular lens (iol) serial # (B)(4). Residues of hardened viscoelastic were observed dispersed at various parts of the cartridge. No manufacturing assembly error was identified in the pcb00v device. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00v device). Approximately one half of the lens was received. The portion of the lens received had a haptic attached. Also a severed haptic was returned. However, a portion of the lens was not returned, specifically the portion where the detached haptic was expected to be attached. No manufacturing assembly error was identified in the pcb00v. The defects observed are related to the lens removal and there is no indication that the failure was caused by the manufacturing process and the probable root cause is more likely related to the surgical process and/or technique. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
It is unknown which lens serial number was involved when the incision was enlarged. Therefore, the serial number field is blank. Initial reporter. Phone no. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing record for intraocular lens (iol) serial number (B)(4) was conducted. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. No deviations or non-conformances (ncr) were found. A review of the process and/or material change does not show a change in manufacturing process. Product met manufacturing criteria prior to release. A review of the manufacturing record for intraocular lens (iol) serial number (B)(4) was conducted. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. No deviations or non-conformances (ncr) were found. A review of the process and/or material change does not show a change in manufacturing process. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that two pcb00v intraocular lenses (iols) (serial numbers (B)(4) were implanted without the trailing haptic in one patient within the same surgical procedure. The iols were explanted by cutting in half. The incision was enlarged once when the first iol was explanted. Therefore, one medical device report is being submitted for the reported enlarged incision. A backup pcb00v 22.0 lens was implanted. The reporter does not know which lens the incision was enlarged for. No further information was provided.